Event description:
New information received states that the rv lead was explanted and replaced due to lead noise. No further information is available at this time.

Event description:
It was reported that the patient was hospitalized with syncope. Upon interrogation, noise was observed on the atrial lead. The noise was not reproducible. It was not certain if the patient experienced syncope because of the lead noise or due to another reason. No further intervention was performed at this time; the patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead that was submitted on (B)(6) 2017. It was the rv lead that was explanted and replaced not the atrial lead.

Event description:
New information received states that the patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 40.3-41.0 cm from distal tip consistent with friction to the device can. This is consistent with the observation from the field of noise anomaly.